Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message during the load process. Reportedly, the cartridge was filled with 100 units of insulin. There was no impact to the customer's blood glucose level as the customer was on a saline trial. The customer successfully added additional insulin to the cartridge and completed the load process successfully.